Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment, however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were also visual indications of particulates around the catch post area and within the cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler identified evidence of dried fluid in between the pump assembly and the display assembly. There were also visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. No other discrepancies were encountered. The cycler underwent and passed a mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that their liberty select cycler was making a loud vibrating noise during the drain cycles. The patient reported that it had been occurring for several days. In addition, the display screen on the cycler was dim. The patient verified that the brightness level was set to 10. They tried to resolve the issue by rebooting the cycler, however, the screen remained dim. The patient stated the screen had been dim for several months. The ts representative issued the patient a replacement cycler due to the noise and brightness problems and advised them to continue using the cycler. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow up, the patient confirmed that they were able to complete the treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.